Event description:
The wife of a male patient contacted lifecor customer support to report that the system does not appear to be working. Support had her check the pins inside the monitor's battery well. Support had her place the battery packs on the battery charger and this showed that the battery packs were fully charged. Support had her attempt to put a battery pack into the monitor and she stated that it was not flush with the bottom of the monitor. Support sent a lifecor territory manager (tm) to the patient to replace the monitor and both battery packs.

Manufacturer narrative:
Device manufacture date- monitor - 04/2008. Battery pack - 03/2008. Second battery pack- 09/2007. Device evaluation summary: device evaluations of monitor and two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor and battery packs.